Event description:
A laser center director reported that a pt who had bilateral lasik surgery on (B)(6) 2007 came into the clinic on (B)(6) 2012 reporting blurry vision and halos. The pt was diagnosed with epithelial ingrowth. There are no plans to lift and scrape as the epithelial ingrowth was not severe enough to warrant the risk of an additional procedure. The pt will be followed at the clinic. This report concerns the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).